Event description:
It was reported that during a surgical procedure, a component disassembled from the saw and fell into the surgical site. The device fragment was retrieved, without adversely affecting the patient. Back-up equipment was used to complete the procedure, without causing a delay. No additional medical treatment was required for the patient, as a result of this event. No patient or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The device was returned to the manufacturer and the complaint was confirmed. The device evaluation verified that a pin had fractured within the blade mount base, and was missing. The device was repaired and returned to the user facility.